Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month ago they began to feel a sharp pain when they lied down on their left side. The patient noted that they felt the pain "across from the bladder" on their left side. More specifically the patient said if they were feeling their naval, the pain was about 2 inches to the left and down from there. The patient noted that the pain was uncomfortable, but they thought it would go away on its own. The patient added that in the last few weeks they noticed that when they have to urinate, they have no control. The patient noted that they cannot hold their urine and "just go." The patient increased the amplitude a couple of days ago but hadn't noticed a difference in their symptoms. When the patient connected to the ins during the call they noticed the amplitude was set to 2.1, but they alleged the amplitude decreased on its own because they said they set the amplitude to 2.5 or 2.6 a couple of days ago. The patient increased the amplitude to 2.4 and confirmed they could feel comfortable stimulation in the bicycle seat area, but they again alleged that the amplitude decreased on its own because they watched it decrease to 2.3. The patient increased the amplitude to 2.4 and agent had the patient set the handset to the side to ensure the patient wasn't inadvertently touching the decrease button. The patient confirmed the amplitude remained at 2.4. Agent reviewed how to properly exit the app and power off external devices. The patient will maintain amplitude and continue to monitor symptoms. Agent reviewed that the patient could consider trying a different program if symptoms persist (program 2 was active at time of call). The patient called back on (B)(6) 2025 repeating ongoing therapy concerns stating they are having vaginal pain when they lay on their right side and when they cross their legs. It is not as bad when they are laying on the left side. Patient continues to have no urinary control. Reviewed possible risks of overstimulation if amplitude is turned up too strong and suggested patient decrease amplitude to a comfortable level. Patient expressed they did not want to decrease because they were not getting desired therapeutic effect. Reviewed option to try a different program and recommended patient discuss their concerns and symptoms with managing physician. Offered to review program mer use but patient declined stating they know how to use it and will change programs on their own and monitor symptoms. Patient also plans to follow up with managing health care provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.